Manufacturer narrative:
(B)(4). Source foreign: country: canada. Literature: review of complications, functional outcome, and long-term survival following conversion of hip fusion to total hip arthroplasty. C. I. Ayekoloye, m. Abu qaoud, m. Radi, s. A. Leon, p. Kuzyk, o. Safir, a. E. Gross. The bone and joint journal. Doi:10.1302/0301-620x.103b7. Bjj-2020-2382.r1 (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02077, 0001822565-2022-02090 and 0001822565-2022-02091.

Event description:
It was reported one patient who was dissatisfied continued to experience pain in the converted hip. Source of pain could not be concluded. No additional information. Doi: 10.1302/0301-620x.103b7.bjj-2020-2382.r1.